Manufacturer narrative:
Device to be returned for engineering eval. A follow-up report will be sent when more info is available.

Event description:
Incident as reported: lap chole - "one side of the jaw of clip applier disconnected from the device and fell into the patient's abdomen. Surgeon looked for the part of the clip jaw that fell off, but was unable to locate the piece in the pt after using c-arm. At least one clip successfully placed prior to malfunction happening and at least one clip also fell out of the clip applier but was retrieved. On the c arm xray, they were able to see the placed clip but not able to locate the missing jaw of the clip applier on the c arm xray. Additional intervention if any not determined yet".